Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device was explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, wear abrasion, brown particles in the shell and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening."